Manufacturer narrative:
Date sent to FDA: 05/01/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure in 2009. After the procedure, the reservoir and the drain were used on the pt. The reservoir functioned properly upon first activation. The nurse found there were air leakage and a tear on the exit port on the same day. The surgeon exchanged the reservoir for another reservoir which worked normally. There were no adverse pt consequences.